Manufacturer narrative:
The device history record for the reported oad could not be reviewed as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
A diamondback 360 coronary orbital atherectomy device was used to treat a 90% stenosed, severely calcified right aorto-ostial artery. During the third treatment on high speed, the patient became unresponsive. The patient was intubated and a computed tomography scan was performed. The patient was treated for a stroke. The next morning, the patient was extubated and was stable.